Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle pfr kit, the bullet detached from the mesh leg when it was being pulled through the patient's ligament. The physician confirmed that the bullet was lost inside the patient, but she felt that it was so small there would not be any issues. The procedure was completed with the original pinnacle mesh, but using a new capio suturing device from a second pinnacle kit. There were no further complications to the patient, who is reportedly "doing well" post-procedure.

Manufacturer narrative:
Information supplied was completed by the manufacturer based on information obtained from the complainant. The complainant indicated that the capio device was disposed, and the pinnacle mesh and bullet were implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device kit and the cause of this event.